Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ insulin syringe u40 was found with a loose and/or missing stopper. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that a bd¿ insulin syringe u40 was found with a loose and/or missing stopper. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g u40 bd syringe in an open poly bag from lot # 7142850. Customer states that the black stopper is missing. The returned syringe was examined and exhibited a missing stopper causing the plunger to be loose. No damage to the plunger rod was observed. A review of the device history record was completed for batch# 7142850. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (loose plunger and missing stopper). Investigation conclusion: probable root cause for missing stopper: at the stopper assembly on the metro machine as the dial for the plunger comes around for the marriage of the stopper to plunger, a plunger could get hung up in the dial and not allow the stopper to assemble to the plunger.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that a bd¿ insulin syringe u40 was found with a loose and/or missing stopper. There was no report of exposure, injury, or medical intervention.